Event description:
It was reported to philips that the system did not produce x-rays intermittently. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information during planned/non-emergency treatment the issue got occurred and the procedure was completed by restarting the system. It was reported that the system did not produce x-rays intermittently. Upon further inspection, philips remote service engineer (rse) confirmed that the system is hanging for fluoro and exposure. Fse reseated internal and external ippc connection, and recreated image store. After that, the system was returned to use in good working. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If system did not produce x-rays intermittently issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A boot up issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.